Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that patient underwent conversion of hemi to total hip due to painful conditions of the hip.